Event description:
The bmw wire stuck in a balloon catheter and would not come out. In attempting to pull the guide wire out of the balloon catheter, it broke. The balloon catheter was removed with part of the guide wire. The remaining piece of the guide wire was removed from the catheter after removal from the pt. No pt injury was reported.